Manufacturer narrative:
Concomitant medical products: product ID 3387 lot#/serial# (B)(6), implanted: (B)(6) 2022, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the reason for hospitalization was telemetry realization. The cystic legion was currently listed as unrelated to the device but further inquiries were made about the reportability.

Event description:
Additional information was received reporting that the site assessed the event as having a causal relationship with the device/therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during hospitalization in (B)(6) 2023, a cystic lesion was documented around the right electrode that slightly displaced the tip upwards of the target. The cystic image associated with gliosis in the frontal path of the right electrode. Stimulation was increased/reprogrammed in september, achieving improvement in behavior but worsening of swallowing and motor skills. Imaging on (B)(6) 2024 showed the cyst decreased in size. The device was reprogrammed again on (B)(6) 2024. The etiology of the event was indicated as related to the cystic lesion around the right electrode and not related to the device, therapy, and/or implant procedure. The issue was ongoing.